Manufacturer narrative:
Return requested. Replacement cpu shipped to site (B)(6) 2015. No parts have been received by manufacturer for analysis. On (B)(6) 2015 a medtronic representative performed a polestar system check-out, all areas passed. System performed as intended. On (B)(6) 2015 a medtronic representative, following-up at the site, reported that after replacing the computer, the system was functioning normally.

Event description:
A medtronic representative reported that in trouble-shooting for a site's polestar integration system the mach cranial software became unresponsive and th e polestar failed to boot-up two out of five attempts. There was no patient present when this issue was identified.

Manufacturer narrative:
The device was returned to the manufacturer for analysis. Software engineering retrieved the logs and computer then went into hardware testing. During the first boot attempt as the computer was received, the device went to network. The bios was set to the specified settings and the computer then passed all hardware testing. The most likely cause was that the bios settings had been changed by user. The device was found to be fully functional with no problem found. The software investigation also found that the software functioned as designed.

Manufacturer narrative:
Correction to manufacturer of the device provided. The computer was returned and is currently under analysis. Per software engineering initial review, the symptom is not consistent with a software issue, since there are multiple reboots required. The most likely cause was that there was a computer hardware problem.